Event description:
It was reported that during a lead revision procedure, while the pulse generator was still in the pocket, the physician tapped on the can and noted ventricular oversensing leading to pacing inhibition. Noise was also observed on the atrial channel. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.